Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via merlin transmission. Patient was asymptomatic. Programming changes were made during the device check. Device remains implanted.